Event description:
It was reported that a user identified a cracked insulin cartridge during preparation for a supply change. Blood glucose was not affected. Investigation of this case revealed a mechanical damage to the cartridge component consistent with a cracked reservoir, with no device alarms and no impact on therapy. No clinical symptoms reported during the event. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage.